Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. The patient effects of hypotension, cardiac arrest, cardiogenic shock, and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed because the patient expired, and it is unknown if the steerable guiding catheter (sgc) contributed to the death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During advancement of the steerable guiding catheter (sgc), resistance was noted. It was noted under fluoroscopy that the non-abbott guide wire had looped in the vena cava; thus, the guide wire was pulled back. There was concern that there was possible damage to the vein; however, as the patient remained stable, the decision was made to continue the procedure and the sgc was advanced into the left atrium. The patient became hemodynamically unstable with a drop in blood pressure, which was stabilized with medication. As there was again concern that the vein had been damaged, echocardiogram was performed; however, no damage was noted and the decision was made to continue the procedure and the clip delivery system (cds) was advanced. The patient again became hemodynamically unstable with a drop in blood pressure, which was stabilized with medication and a blood transfusion. The decision was made to abort the procedure and the cds and sgc were removed without issue and more medication was administered. During transfer to surgery, the patient experienced cardiogenic shock, resuscitation attempts failed, and the patient expired. Reportedly, it is suspected that the non-abbott guide wire did cause a venous injury and the cause of death was cardiogenic shock. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was retained by the hospital/customer and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.